Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. The implantable cardioverter defibrillator was found to have episodes of oversensing on the right ventricular lead. Both potential lead damage and myopotential oversensing were speculated to be the cause, but neither were confirmed. Programming changes were discussed, but the clinician indicated the patient would likely continue to be monitored.